Event description:
It was reported that the customer passed away. The spouse stated that she did not have time to speak at the moment and would call back at a later day to complete the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
It was reported that the customer's wife stated the cause of death was liver cancer. The customer was admitted to the hospital on (B)(6) 2014, where he passed away four days later. The customer was not wearing the insulin pump or sensor at the time of death. Customer stopped pump therapy a day prior to death. Customer had no diabetes complications. The blood glucose reading was unknown at the time of death. Customer's wife will not be returning insulin pump. Nothing further reported.